Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported being hospitalized due to the flu and high blood glucose levels. At the time of the call, the customer stated that the battery cap was stuck, and was unable to move it. Advised that the insulin pump would be replaced.